Event description:
The clinician inserted the catheter and when they pulled back to activate the safety device, the guidewire got stuck and the needle came through the tubing and the clinician was stuck in the finger by the needle when it came through the tubing. No mucous membrane exposure. Nurse started on medications.